Event description:
On (B)(6) 2010, husband reported the down button on the infusion device was defective. This was first noticed 3-4 months prior as an intermittent issue. Down button then started to work and stopped functioning again one month ago. Pt realized the down button was defective when she tried to bolus. Pt has used this infusion device for 2-3 years and boluses 4-5 times per day. Down button pops up after being pressed and all other buttons are working as intended. Infusion device was not dropped. Insulin has spilled inside cartridge compartment. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.